Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros tsh quality control result was obtained while using the vitros 5600 system. An ocd field engineer performed service actions on the analyzer to return expected vitros tsh performance on the instrument. The investigation was unable to determine a definitive root cause. However, a reagent related issue; an instrument related issue or the use of an unverified reagent lot calibration curve could not be ruled out as contributing factors.

Event description:
A customer obtained a non-reproducible, higher than expected vitros tsh quality control result (qc fluid biorad level 3 = 38.77 vs. Expected result = 30 miu/l) while using the vitros 5600 system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report that patient samples were questioned for vitros tsh. There was no report of patient harm as a result of this event. (B)(4).